Event description:
Outpatient requesting deep sedation for MRI procedure. Sedation administered by crna. Burn sites on anterior chest noted in post anesthesia care unit upon removal of EKG patches. Physician noted the patches were dry, had no gel and caused a 2 degree burn 1-1 1/2" diameter under each patch. Pt was evaluated in ER and discharged home with burn treatment instructions. The biomedical dept performed an electrical safety test and inspected the monitor on 3/8/96 prior to further utilization. Pt's attorney contacted hosp the day after the occurrence.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: insufficient lubrication. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.